Event description:
On (B)(6) 2011, the lay user/patient's spouse contacted lifescan (lfs) alleging the patient's onetouch ping meter remote was not working due to receiving an error 5 message. Per the onetouch ping user guide this message could mean the meter has detected a problem with the test strip. Possible causes are test strip damage or an incompletely filled confirmation window. The medical surveillance specialist (mss) spoke with the patient on (B)(4) 2011 and obtained the following information. The reporter stated on (B)(6) 2011 an unknown time the patient tried to use the subject meter when it displayed the "error 5" message. The patient reportedly manages her diabetes with an unknown type of insulin through pump therapy and did not make any changes in regards to her usual diabetes management routine in response to the alleged issue. The patient informed the mss that she felt she may have had high blood glucose due to her symptoms of "feeling sleepy" 1-2 days after the alleged issue began. The patient denied receiving any treatment for her symptoms. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. The sample did completely fill the confirmation window and the subject test strips were in good condition. Upon retesting, the error 5 message still occurred and therefore the issue remained unresolved. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to an adverse event since the patient symptoms did not correlate with lfs's definition suggestive of a serious injury nor did she receive medical intervention. However, this complaint is being reported because the alleged product issue remained unresolved.

Manufacturer narrative:
Follow-up # 1 (11/23/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have spc pins 2 and 3 lifted high. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k082590.